Event description:
It was reported that the patient experienced withdrawal type symptoms. The health care provider (hcp) reported that the patient heard an alarm; not confirmed by telemetry as troubleshooting was limited due to lack of programmer. The hcp planned to send patient to the managing pump hcp the following day. It was later reported telemetry confirmed a critical alarm occurred; reset occurred-low battery. Safe state occurred. Per the reporter the hcp planned to permanently disable the pump as the patient was going to see how she did without the pump. The pump delivered morphine.

Manufacturer narrative:
Catheter model # 8731sc lot #n113935017, implanted on: (B)(6) 2007 explanted on: 8840 nvision handheld serial # unknown; (B)(4).

Manufacturer narrative:
(B)(4).